Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The wds was snapped into the was and the physician was about to deploy the closure device when it was noted that there was a pericardial effusion on the back wall of the laa. With the device already prepared and in place the physician deployed the device into the laa pf the patient. The closure device was released from the core wire and successfully implanted in the patient. The physician observed the pericardial effusion before making the decision to tap it and place a drain in the patient. Fluid was drained from the patient and the patient received no other intervention or treatment. The patient is expected to make a full recovery following this event.

Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The wds was snapped into the was and the physician was about to deploy the closure device when it was noted that there was a pericardial effusion on the back wall of the laa. With the device already prepared and in place the physician deployed the device into the laa pf the patient. The closure device was released from the core wire and successfully implanted in the patient. The physician observed the pericardial effusion before making the decision to tap it and place a drain in the patient. Fluid was drained from the patient and the patient received no other intervention or treatment. The patient is expected to make a full recovery following this event. It was further reported that the patient had a pericardial effusion with cardiac tamponade.